Event description:
It was reported that prior to a rotational atherectomy procedure, the brake failed to work. Several attempts have been made to obtain additional info on this procedure. No other info or details are available.